Event description:
It was reported that the patient presented in emergency room for unrelated reason. Upon interrogation, the atrial lead exhibited multiple high rate episodes of noise. The noise was not an issue to the patient. No intervention was performed. The patient was fine.